Manufacturer narrative:
The pump was received with low battery life due to a voltage leak on the interface board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No external ram crc, unexpected restart or unexpected battery out limit alarms were noted during testing. The pump was received with a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was 187 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.